Event description:
It was reported by the customer that the cs100 intra-aortic balloon pump (iabp) had an automatic inflation. There was no patient involved.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11 corrected fields: b5, h6 (medical device problem code) a getinge field service engineer (fse) inspected the unit and reviewed the fault code records, which confirmed the issue reported by the customer. The fse replaced the drive manifold assembly (d104-00-0018). Following the repair, the unit successfully passed all factory-specified performance and safety tests. The device has since been returned to the customer and is fully operational and ready for clinical use.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) automatic inflation malfunction. No patient was involved, and no harm was reported.